Event description:
It was reported that the catheter broke off at the distal tip inside the pt. It broke off into the lumbar spine and was unable to be removed.

Manufacturer narrative:
The device has not yet been returned to the MFR.